Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Examination of the returned device revealed evidence of clinical use including biological material and an indentation in the teflon pad. Visual inspection confirmed that the distal tip of the blade was broken off. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is the blade contacting a hard object during clinical use. The instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the jaw of the ace36e fell off inside the patient. The jaw was retrieved with laparoscopic graspers, causing a few minutes of surgical delay. There was no medical intervention or adverse consequences, and the procedure was completed successfully.